Event description:
Initial troponin t result 0.206 ng/ml. Same sample repeated twice gave results of <0.010 ng/ml each time. Initial result was not reported. If additional information is received, appropriate notification will be provided.